Event description:
The user facility reported that during a procedure, while the physician was using the grasping forceps the tip broke off and fell inside the patient. The physician used a second forceps and the tip also broke off. The broken pieces were retrieved from the patient, the procedure was successfully completed using a third grasping forceps. No patient injury was reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information is received at a later time this report will be supplemented.